Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch # unk. Investigation summary: physical device was not returned. Only one loose staple. Also, no packaging material was returned. During the visual inspection of the staple, one staple leg was noted to be cut. The staple also was compared with test staples of gst60t and gst60d reloads involved during the surgery and the length of the leg on the actual sample was similar to the length of the leg on gst60t. No conclusion could be reached on the cause of the reported event. Since the device or reload were not received for evaluation. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how the air leak identified: 2 hours after the operation in the ward, chest drain reaction identified an air leak. Air leaked from where the u-shaped staple stuck (pleura). What was the clinical indication for reoperation after a 5 day air leak? The leak was occurred from the chest drain. Can the surgeon confirm that the air leak originated from the staple line in the area of the malformed staples (visceral pleura or parietal pleura). Confirm if leak was on the air way or lung? The leak was occurred from the chest lining. Dr. Said that the malformed staple sticked in the chest lining and the leak occurred. Which cartridge was fired on which tissue? The lung was fired by gst60t with slr, the bronchi was fired by gst60d and the plumonary artery was fired by vasecr35a. Does the surgeon believe that the ethicon device caused/contributed to the reported events? Dr said that the malformed staple was related to the leak from chest lining. After vats right upper partial lobectomy, on (B)(6), air leak occurred. The air leak did not improve, so re-operation was performed on (B)(6). There was no air leak nor suture failure on the staple line at the initial operation. During the re-operation, it was found that unformed staple in shape was stuck in pleura, and a part of the pleura was torn. The unformed staple was removed, and additional suture was performed to complete the case. The device was used on the bronchial tube. The patient has been recovered and discharged from the hospital. The patient was surgeon¿s family, father-in-law, so it was a stress for the surgeon. The re-operation, additional suture was needed, so the surgeon decided the issue is serious. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? The staple was the shape of like. Were there staples missing from the staple line? No, there is no staples missing from the staple line.

Event description:
It was reported that during a vats right upper lobectomy, unformed staple in shape was found after stapling. Multiple devices were used in the same operation, so it is unknown which clip is the unformed clip. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.